Event description:
Revision tkr due to tibial loosening. Whilst removing a tibial bearing for revision tkr the surgeon noticed an odd wear pattern on the anterior aspect of the ps post.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.